Manufacturer narrative:
The results of the investigation are inconclusive since the device was not accessible for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Recall: 1627487-07262012-002-r. This ipg serial number is included in field advisories. Investigation results will be provided in the final report.

Event description:
It was reported the patient may undergo surgical intervention due to their ipg being inoperable.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Additional information received indicated that surgical intervention was undertaken wherein the ipg was explanted and replaced. This addressed the issue.

Manufacturer narrative:
Remedial action type (the wrong field was selected on the initial report.)